Manufacturer narrative:
Title: wrapping the pancreas with a polyglycolic acid sheet before stapling reduces the risk of fluid collection on the pancreatic stump after distal pancreatectomy source: surgical endoscopy (2022) 36:1191¿1198 https://doi.org/10.1007/s00464-021-08387-0. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between october 2010 and february 2020, comparing the incidence of post-operative pancreatic fistula (popf) and post-operative fluid collection (pofc) after distal pancreatectomy, there were 182 patients enrolled in the study. After-stapling group consists of 138 patients in which the application of a polyglycolic acid (pga) sheet to the pancreatic stump after cutting the pancreas with a stapler. A total of 44 patients were included in the before-stapling group which involves wrapping the pancreatic resection line with a pga sheet before stapling. Intra operative blood loss was 284.5ml. Post-operative biochemical leakage occurred in 101 patients (55.5%). Eight patients (4.4%) had grade b popf. A new percutaneous drainage catheter was inserted in 4 patients of the after-stapling group because of ineffective drainage and increase in fluid collection volume during hospitalization. Twelve patients (10.1%) in the after-stapling group and 5 patients (11.4%) in before-stapling group were readmitted to receive conservative management for their symptoms (abdominal pain, indigestion, fever, and wound problems).